Event description:
Patient was having increased seizure activity. Device settings were increased and the patient was referred for battery replacement. Per the physician, the battery seems to be working, but may be "cutting out due to low battery". No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Product analysis was completed on the returned generator. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment and the results showed no signs of variation in the pulse generator¿s output signal. Internal data of the generator was reviewed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Patient had a generator replacement occur. The explanted generator was received and product analysis is underway.